Event description:
The account alleged the head section will not lower with cardio pulmonary resuscitation function. The head will lower by the siderail functions. No pt impact or injury.

Manufacturer narrative:
The technician asked the account to replace the cardio pulmonary resuscitation valve. No further info is available on the repair of the bed at this time.